Event description:
Customer reported hospitalization due to high blood glucose. Customer has been hospitalized multiple times. The paramedics has shown up four to five times. This past (B)(6) customer was transported to emergency room, she did not stay. The blood glucose reading at the time of the event in (B)(6) 2013, was 20 to 30 range. Customer had surgery; she was advised to become active. The activity may have contributed to the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.